Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator at the hospital received a call from the pt's wife stating that pt was receiving low flow alarms and the pump on symbol was still green throughout the alarms. The vad coordinator discussed with the pt's wife that the pump was most likely clotting off (pt was sent home on (B)(6) 2014 with the hospital staff knowing the pump was clotting, pt was sent home with modified palliative care, lactate dehydrogenase (ldh) level of 2165 at discharge, and pt elected to not have a pump exchange). The pt's wife stated that the pt was "ok" at that time and did not want to come into the hospital. A few hours later, it was reported that the vad coordinator received page from pt's wife indicating that she was calling emergency medical services (ems). During this time, it was reported that the pump was stopping with pump stop alarms and that pt was not feeling well. The pt was then air lifted to the implanting center. The pump flows were noted to be les than 1 pm, pulsatility index (pi) less than 0.5, ldh on admission 1910, and international normalized ratio (inr) of 1.18. Controller disconnected from the driveline on (B)(6) 2014 was reported. The pt was placed on dobutamine at 5mcg/kg/min upon arrival to the implanting center. On (B)(6) 2014, a thoratec technical services member assisted with cutting of the driveline. The vad coordinator performed a cut to the driveline at bedside per the pt's request. The thoratec technical services member placed biomedical silicone at the end of driveline to seal the wires. The end of the driveline was covered with tape and the pt was instructed to keep dry for 3 days. The pt was sent home on 5mcg/kg/min of dobutamine and palliative care per the pt's request. No further info is available at this time.